Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device already had a split in the end. The device was not used, and the case was proceeded with another angio-seal device. Additional information was received on 03jun2020. The procedure performed prior to use of the closure device was a lower limb angioplasty. A 5fr procedural sheath was used. A pre-deployment angiogram was performed. The insertion was ok, the dilator and wire were removed. When they attempted to place the carrier tube, it split above the plug. They introduced the wire and replaced it with a new angio-seal device. The patient was in stable condition at the time of procedure. Additional information was received on 04jun2020. The split on the device was noted prior to insertion, after opening the package.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.